Manufacturer narrative:
This report is submitted on may 01, 2023. Device analysis report attached.

Event description:
Per the clinic, the patient developed an infection at the implant site and was subsequently hospitalized (specific date and duration not reported). The patient was treated with IV antibiotics and the symptoms resolved. The device was explanted on (B)(6) 2023, and it is unknown if there are plans to reimplant the patient as of the date of this report.